Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in a shunt in moderately tortuous arteriovenous. A 6.0 x 40, 40cm mustang baloon catheter was advanced for dilatation. However, during the initial inflation at 17 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: a mustang 6 x 4,40cm, 24atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres.the returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in a shunt in moderately tortuous arteriovenous. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 17 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.